Event description:
It was reported that the pt experienced intermittent stimulation. The pt also felt pressure near "the bowel area." This began following a nuclear stress test. The pt switched from program 1 to program 4 on the implantable neurostimulator, and the pressure resolved. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).